Manufacturer narrative:
Update. Foreign post code - (B)(4). One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or sutures remain on the insertion needle but were returned. Examination of the construct shows the suture has been cinched and t1 is missing its distal end. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced twice during deployment of t1 causing the premature deployment of t2. Per the device instructions for use: "warning: do not push the deployment slider twice or the second implant will deploy prematurely". No root cause related to the manufacturing process can be established. Correction.

Event description:
It was reported that t1 and t2 implants were simultaneously deployed. A back-up device was available to complete the procedure with no significant delay and no patient injuries. All ts were removed.